Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction- b1, h1: on return of device (B)(6) 2021, the stylet lumen was confirmed to be blocked with an inflation valve. No foreign material was observed in the device. As the inflation valve was lodged within the proximal end of the lumen, there is no risk of the inflation valve separating within the patient. There is no evidence to suggest that the observed device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter occupation- senior buyer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a cook cervical ripening balloon w/stylet was noted to have the ports blocked by plastic. The device was not used during the procedure. No adverse effects were reported due to the occurrence.